Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The device evaluation found that due to damage to the channel tube, water tightness was lost, the adhesive on the bending section cover was detached, the bending angle in the up direction did not meet the standard value, and the universal cord had a peeling coating. Additional evaluation found a scratch on the following: plug unit, control unit, scope cover, image guide protector, angulation lever, switch 2, forceps channel port, up/down angulation lever plate, and grip. There was also a dent in the following: light guide cover, universal cord, and distal end. Additional information has been requested regarding this event. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Conclusion: the root cause could not be identified due to our inability to identify the foreign material. Also, we could not conclusively specify the cause of the foreign material that remained in the device. However, with consideration regarding the foreign material, according to the image provided, we could confirm the adhesion and clogging of the material at the up and down angulation lock. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during an unspecified procedure, the bronchovideoscope presented with low angulation. There were no reports of patient harm associated with this event. During the evaluation of the device, it was found that the angulation lever had foreign objects attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.